Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit was unable to obtain an ap waveform . No harm to patient due to the issue. After switching to a different console they had no issues. Ap cable was checked and verified to be working.

Manufacturer narrative:
It was later stated by the getinge field service engineer (fse) that the service order (so) was closed due to no response from the customer after several attempts to contact. This complaint will be closed, if further information is received in regards to the repair of the unit, the complaint will be opened and updated accordingly.

Event description:
N/a.